Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprosthesis. It was reported resistance was encountered during advancement of an 18 fr sheath into the pt's small (6.5 mm) and significantly calcified iliac arteries. After several attempts to advance the 18 fr sheath, a terumo solopath sheath was advanced to implant all three endoprostheses with no further issue. During withdrawal of the sheath, the pt's blood pressure dropped and it was noted the pt's external iliac artery had been removed along with the sheath. An occlusion balloon was advanced to occlude the artery. The pt was then converted to open repair; and all devices were explanted. A transfusion of more than 20 units of blood was also administered during the procedure. The pt tolerated the procedure and was admitted to the intensive care unit.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.